Event description:
The pt's white lumen of triple lumen catheter blew apart while being flushed (code team had pushed medication through line, and was following with a normal saline flush.) The nurse present in room confirmed code team was using 10 ml syringes. A stop cock had been added to the cap. Code team nurse said she did it the same as always, nothing new or different, but this time the line had a major fail. Pt from neutropenic population=high risk of sepsis due to open line/contamination. Line removed from pt. Update from customer: the remaining portion of the catheter was removed as per normal procedure/protocol. (The broken part was the white lumen, but the main tunneled portion was intact). It is not confirmed but the facility does not believe there were any immediate adverse events to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
No known consequences were reported. Event is still under investigation.